Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an out of range high pacing impedance measurement on the right ventricular right atrial (ra) lead was observed. The patient was seen in the clinic and it was concluded out of range measurements were due to suspected lead fracture. All other measurements were normal. No intervention is planned at the time and will continue to monitor the patient. There were no adverse patient effects reported.